Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/20/2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that the patient did not wash and dry their hands prior to taking their fingerstick measurement. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. Labeling indicates: wash and dry your hands before taking a fingerstick measurement.

Manufacturer narrative:
Sr-(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and it failed with a missing sensor wire. The customer's complaint of a missing sensor wire was confirmed. A root cause could not be determined.